Event description:
No pt was involved. Unit was turned on & black colored smoke was emitted out of the amplifier box. The event occurred in the lab setting while awaiting the pt's arrival. Rptr's especially concerned due to the unit, sometimes being used in the or setting, & was just the day before the incident.